Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction code occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was reported high however, no exact value was reported. It was indicated that the customer would use manual injections to address bg level. The customer will use manual injections as alternate insulin therapy.